Manufacturer narrative:
H6. Investigation summary: bd received two (2) photos for investigation. The photos were reviewed and the indicated failure mode for gel smearing was observed. One hundred (100) retained samples from bd inventory were visually inspected, and no gel or additive abnormality was found. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation. The indicated failure mode for gel smearing and erroneous results was not observed. There were no difficulties encountered during blood collection as all tubes exhibited proper fill. Bd was unable to confirm indicated failure mode, gel smearing, because defect was not evident in testing of retain samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Further clinical testing could not be conducted on erroneous results as bd clinical laboratories are unable to test for hcg under current guidelines. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel smearing based on photos only. This complaint has not been confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there was gel smearing and erroneous results of 10 tubes. No patient impact reported. The following information was provided by the initial reporter: "after use analytes wrong results+ gel smearing wrong results at first time, for example for b-hcg. Also, the same tubes showed gel smearing, the lab ask if the wrong analysis is a result of the gel smearing."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there was gel smearing and erroneous results of 10 tubes. No patient impact reported. The following information was provided by the initial reporter: "after use analytes wrong results+ gel smearing wrong results at first time, for example for b-hcg. Also, the same tubes showed gel smearing, the lab ask if the wrong analysis is a result of the gel smearing."